Event description:
It was reported, to medtronic minimed. That the customer, experienced no communication between the insulin pump and transmitter, a lost sensor alarm, a change sensor or a bad sensor alert. The customer reported, no adverse events. The event involved products mmt-7841zn, mmt-1884, mmt-7040a and mmt-7040a. The customer received a change sensor alert. The probable causes were explained. The customer was unable to do a transmitter test and/or the test passed. The customer was recommended to try a different sensor. The customer reported, a failure of communication between the transmitter and the pump. The confirmed, transmitter serial number is entered into the manage devices panel. The pump was making many efforts to re-establish communication with the transmitter. The customer called, for an issue that was not covered by the existing troubleshooting guides. Please take a look at the event description for more details. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn, no product return is required for mmt-1884, no product return is required for mmt-7040a, no product return is required for mmt-7040a.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.